Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was backlit, but blank and black. Reportedly the customer had an alternate pump for insulin therapy. There was no impact to the customer¿s blood glucose due to the reported issue.